Event description:
Pt underwent suspension of micro alryngoscopy with laser excision of right laryngeal mass based on the right true vocal cord. The surgery was complicated by a laser fire which was extinguished, subsequently had emergent bronchoscopy to remove foreign body from the right mainstem bronchus, and a tracheostomy, followed by consultation for central line hyperalimentation. Post-op pt stable and transferred to ICU for mgmt. Pt is in stable condition.